Event description:
A customer contacted global technical service (gts) regarding assistance with a system error (se) 2240 on the home choice (hc) during dwell 3 of 4. The home patient (hp) checked lines and bags found that the unused supply line clamp was open. The baxter technical service representative (tsr) assisted hp cycle power off and on to clear se 2240 followed by 2367. The hp ended therapy. The tsr had hp disconnect using aseptic technique and removed cassette. The caregiver (cg) to notify peritoneal dialysis nurse (pdrn) of missed therapy as soon as possible. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be a use error due to an open clamp. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the prevention of the use error(s) in the complaint. This issue is being investigated through CAPA. The lot number was unknown; therefore no batch review could be performed.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.